Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that there was a change in frequency of recharging. An impedance checkshowed that electrodes 0 and 1 had high impedances on the default settings. There were no known environmental or external factors that may have led or contributed to the issue. Reprogramming around electrodes 0 and 1 was performed as an intervention to resolve the issue, and the patient was getting good bilateral head coverage. The issue was resolved at the time of the report. There were no patient symptoms or complications reported.